Event description:
It was reported that the pt experienced an increase in leg weakness following environmental exposure to radiation related to a cyberknife procedure. It was noted that the pump had been shielded. The pt stated that the symptoms occurred following the fourth of five cyberknife treatments. There was no information provided regarding the type, concentration or dosage of medication used in the pt's pump. No further details, pt symptoms or outcome were provided. Additional information was requested but not rec'd at the time of this report. A f/u report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).